Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel air bubbles observed in six tubes. The customer reported that there was no impact on patients or staff.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in three (3) samples. This is a cosmetic defect which should not impact the efficacy of the tube. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel air bubbles observed in six tubes. The customer reported that there was no impact on patients or staff.